Manufacturer narrative:
Section d10: concomitant medical products: cocr fem head 28mm +0 offset 12/14 (cat# 142-28-00 / serial# (B)(6)); novation element ro s/o col sz 10 (cat# 164-13-10 / serial# (B)(6)); cup, cluster-hole, 46mm group 0 (cat# 180-01-46 / serial# (B)(6)); alteon 6.5mm screw, 20mm (cat# 180-65-20 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received. (H3) the 73 year old female patient involved was reported for revisions due to early prosthesis wear and subsequent osteolysis approximately 5.5 and 4.5 years after the respective index tha surgeries. The prosthesis wear was able to be confirmed from the provided radiographs. However, the explanted devices were not available for evaluation. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis, significant edge loading of the femoral head on the acetabular liner due to implant positioning, combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the revision/monitoring reported due to early prosthesis wear/osteolysis is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential could have all contributed to the increased trend in wear/osteolysis related complaints). A risk assessment has been initiated to escalate this issue.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 5 yrs postop the initial rtha, the female patient was revised, due to overtime the poly wore significantly by removing our cup and liner. The surgeon believed the instability of the hip may have caused cup loosening. Overtime the poly wore significantly. The acetabulum was revised with competitor implants. Patient was last known to be in stable condition following the event. The device will not be returned for analysis, sent to lab.